Manufacturer narrative:
One syringe infusion pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had a cracked top case and damage to the right plunger case. Review of the device data log noted a "check clutch/plunger lever" error message. Functional testing included use and occlusion testing. The occlusion test confirmed the field observation. The clutch halfs were replaced as well as the leadscrew and spring. Based on the evidence, the complaint was confirmed. The root cause was determined to be a worn clutch.

Event description:
Information was received indicating that this syringe infusion pump exhibited a check clutch message. No adverse effects were reported.